Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboots and a battery alarm following a pump reboot on the date of the complaint. There was no battery cap returned. All testing was performed with a test battery cap. The pump powered on with a test battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The audio bolus button cover was found to be torn but still responsive. The current draws were within specification. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture inside the pump. A "battery life" was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).